Manufacturer narrative:
A follow-up eport will be submitted upon completion of the investigation.

Event description:
The manufacturer's international warehouse indicated that upon receiving a v60 vent, the unit was being tested and alarmed "backup alarm failure". There was no patient involvement.

Manufacturer narrative:
The v60 vent arrived to the manufacturing facility for evaluation. Review of the diagnostic log identified one instance of the reported "backup alarm failure". External and internal inspection was performed, no signs of damage or contamination were identified. The unit was extensively tested and no failures were identified. The cpu board was inspected, tested, and no errors or malfunction occurred. The root cause for the occurrence of "backup alarm failure" could not be determined. No faults were found.